Event description:
The technician alleged that the account attempted to transfer the pt from a wheelchair to the bed and the bed moved out of brake. The pt was eased to the floor. No pt injury.

Manufacturer narrative:
The technician inspected the bed and found the brake would hold using the orange pedal at the head but would not go into brake at the foot of the bed. The technician finished the inspection and found the foot end brake castes were worn and not holding. The account stated they would repair the bed. No further info is available on the repair of the bed at this time.